Event description:
It was reported to philips that a service provider had requested parts. No failures or issues were initially reported. It was later confirmed the customer observed a red x on the rfu indicator. There was no reported patient or user involvement and no adverse patient / user impact. One processor pca was returned for failure analysis. The reported customer issue was not duplicated in the lab. However, prior events, indicated in the log files, do correspond to the customer complaint. The som pca had a wlfs error.

Event description:
It was reported to philips that a service provider had requested parts. No failures or issues were initially reported. It was later confirmed the customer observed a red x on the rfu indicator. There was no reported patient or user involvement and no adverse patient/user impact. One processor pca was returned for failure analysis. The reported customer issue was not duplicated in the lab. However, prior events, indicated in the log files, do correspond to the customer complaint. The som pca had a wlfs error. One therapy pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. There was no fault found with this therapy board.